Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was not returned for evaluation and a physical investigation was not possible. However, photos and images were provided for review. User provided images show broken guidewire. Therefore, the investigation is confirmed for the reported guidewire break, material deformation and detachment issues. A clear root cause could not be established but a guidewire break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the graft, the device allegedly had lot of resistance during removal which required to forcefully pull the catheter off. It was further reported that a segment of the wire was allegedly found to be unraveled and the tip of the wire was allegedly found to be floating in the inferior vena cava. Reportedly, the tip was successfully snared, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device allegedly had lot of resistance during removal. It was further reported that the segment of the wire was allegedly found to be unravel and the tip of the wire was allegedly floating in the inferior vena cava. Reportedly, the tip was snared, and the procedure was completed using another device. There was no reported patient injury.